Event description:
Refill head keeps falling off the handle...whole intact refill detached - oral-b [device breakage]. Case narrative: consumer via phone stated that the whole intact oral-b toothbrush refill head kept falling off/detached from the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Manufacturer narrative:
On 09-dec-2024: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Refill head keeps falling off the handle. Whole intact refill detached - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the whole intact oral-b toothbrush refill head kept falling off/detached from the oral-b toothbrush handle. No injury was reported. On 09-dec-2024: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.